Manufacturer narrative:
No lens sample is expected to be returned to the manufacturer for analysis and no lot number supplied. The manufacturer is unable to investigate further at this time. Should further information become available, a follow-up report will be submitted. The relationship between the coopervision device and the event is unconfirmed.

Event description:
It was reported by the patient's optician that the patient is believed to have contracted acanthamoeba keratitis while using the device, soft contact lenses. The optician states that they do not believe this to be device related, the patient was a non-compliant wearer and was wearing their contact lenses while swimming after being given verbal and written instruction against doing so. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, incomplete diagnosis, and unknown resolution.